Manufacturer narrative:
The report # 9615332-2018-00152 is associated with (B)(4), biotene oral rinse.

Event description:
Cancer mouth [oral cancer stage unspecified]. It made me gag [gagging]. It is awful [feels awful]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of oral cancer stage unspecified in a patient who received glycerin (biotene dry mouth gentle oral rinse solution) mouth wash (batch number unknown, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene dry mouth gentle oral rinse solution. On an unknown date, an unknown time after starting biotene dry mouth gentle oral rinse solution, the patient experienced oral cancer stage unspecified (serious criteria gsk medically significant), gagging and feels awful. The action taken with biotene dry mouth gentle oral rinse solution was unknown. On an unknown date, the outcome of the oral cancer stage unspecified, gagging and feels awful were unknown. It was unknown if the reporter considered the oral cancer stage unspecified to be related to biotene dry mouth gentle oral rinse solution. The reporter considered the gagging and feels awful to be related to biotene dry mouth gentle oral rinse solution. Additional information, adverse event information was received via social media (power reviews) on 27 september 2018. The consumer posted that, "they changed the formula to cut costs and make more money and it is awful. The person who did this should be fired. It made me gag. I actually think this is poison now." Consumer had mentioned cancer mouth in the subject line.